Manufacturer narrative:
Patient code 3191 used to capture the reportable event of surgery.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) developed debilitating anxiety as a result of the previously reported inappropriate shocks. Additionally, the patient experienced continuous pain at the device incision site. The device was then explanted and no new system was implanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Patient code 3191 used to capture the reportable event of surgery. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that analysis of this product was completed.

Manufacturer narrative:
The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) went to the hospital after receiving several shocks. Interrogation of the s-ICD revealed that the patient received nine inappropriate shocks due to intermittent t-wave oversensing. The patient was getting up off the toilet when the episodes occurred. A memory download was performed and sent to boston scientific technical services (ts) for review to see if the smartpass 9 hz filter would mitigate the oversensing observed. A ts consultant discussed that based on the episode results placed through the simulator, smartpass would have mitigated the oversensing. No adverse patient effects were reported. The information was provided to the field representative.